Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping on the artery, the legs of the clips formed in a scissor shape. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.